Manufacturer narrative:
Concomitant medical products: product ID 3889. Implanted: explanted: product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. Reflects the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for fecal incontinence and urge incontinence. It was noted that the patient¿s trial started on (B)(6) 2020. It was reported that the patient fell and is all scratched up. It was recommended that they follow up with their healthcare professional. The following day, the patient reports having questions regarding the ens device after their fall and wanted to make therapy adjustments. The patient stated she started using the depends again and wetting herself. The patient is seeing 50% improvement. The symptom data was not collected as the patient's 24 hour collection window had not occurred. The patient mentioned that she fell on saturday (B)(6) 2020 and feels that the needle is loose since the fall. The patient also stated that she has bright pink drainage. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The doctor reported that the device remained in use. No action was taken/needed to resolve the loose needle since the patient's fall.